Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the adapter device and it was determined that the device was broken (cracked), two pieces total, at the proximal end. Therefore, the reported condition was confirmed. It was determined that this condition was caused by the device being dropped, or mis-aligned during use. The assignable root cause was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery set-up it was observed that the adapter device tip was broken. During in-house engineering evaluation it was observed that the device was cracked into two pieces at the proximal end. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.